Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Bd was not able to duplicate or confirm the customer¿s indicated failure as no product code, batch, or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. H3 other text : see section h.10.

Event description:
It was reported that three y-site connectors c80 experienced leakage at the y site connector during use. The following information was provided by the initial reporter: material no.: 515304, batch no.: unknown. Y-site leaked 3 separate times on both ends of connection. Taped and tightened but still leaked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three y-site connectors c80 experienced leakage at the y site connector during use. The following information was provided by the initial reporter: material no.: 515304, batch no.: unknown. Y-site leaked 3 separate times on both ends of connection. Taped and tightened but still leaked.